Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 5/2/2019 and 6/13/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +22.0 diopter) was explanted from patient¿s right eye because of zonular rupture. There was incision enlargement, sutures and vitrectomy required during this procedure. Reportedly lens with same model but a lower diopter (20.5) was used as the replacement lens for the patient. Additional information was received, and it was learnt that patient had cataract extraction and implant in his right eye and left eye on (B)(6) 2019 and (B)(6) 2019 respectively. On (B)(6) 2019 patient had pupilloplasty done on his right eye and on (B)(6) 2019 patient came back for scheduled vitrectomy, explant of implanted lens from his right eye and replacing for another zcb00 lens that was placed into the sulcus because of zonular issue. Patient was doing well. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation request (ir) associated to this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: there was a typo in the initial MDR report, which (B)(6) was inadvertently enter for doctor''s first name which is incorrect. The correct first name for the doctor is (B)(6) which has been captured in this supplemental report. Also, the phone number for the doctor is (B)(6). The following fields were updated accordingly: initial reporter first name: (B)(6). Phone number: (B)(6). Additional information: additional information provided indicated that the lens was out of position and there was a capsule tear. The performed vitrectomy was a partial vitrectomy. The following fields were updated accordingly: device available for evaluation? Yes; returned to manufacturer on: 9/8/2020 device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup, along with the customer returns shipping form. Visual inspection under magnification revealed the lens to be cut in half, with both halves stuck together, along with viscoelastic residue on the optic body and haptics. This is consistent with a lens that was handled during explant. The lens was then cleaned, and both halves were able to be separated. No further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. An updated search of complaints related this production order was performed on september 11, 2020. The search revealed one additional complaint from this production order, however, the complaint issue is a low risk and no investigation was required, therefore this complaint issue was not confirmed. In addition, the complaint issue of ¿improperly loaded¿ is not related to the complaint from the initial report. All pertinent information available to johnson and johnson surgical vision has been submitted.